Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing incontinence. Cystoscopy indicated that the cuff was not providing enough pressure around the urethra due to atrophy. The system was explanted and replaced. No patient complications were reported.